Event description:
It was reported that a review of this patient's therapy episodes was requested. The patient fainted, fell down and was admitted to the hospital due to a broken hip. It was suspected that the this injury occurred due to a subsequent therapy shock. Technical services states that this device must be interrogated by a sales representative. Attempts to obtain additional information were unsuccessful. This device remains in service and no additional adverse patient effects were reported.